Manufacturer narrative:
Investigation summary no photos or samples were received. Additional attempts to get more information were made, however customer confirmed there was no additional information available. Device history record review to verify if there were issues reported as damaged or broken lids during the manufacturing process of this product was not able to be performed since no lot number was provided. A review of the ncmr¿s was performed; the results exhibit no issues reported for the same part number and issue throughout the last twelve months. Investigation based on this investigation and information provided, customer reports broken sharps container lids on arrival, however, no additional information like picture of the damaged product or original package was available. According with this investigation, it was noticed that this issue arose from a product sold in australia and all the shipping and transportation process for asia pacific products indicates that flex is in charge of manufacturing, packaging and loading of the product, while bd is in control of transportation, transshipment, distribution and final delivery. For this reason, it can be concluded that products sold out of USA goes through different distribution stages where this kind of issue may be generated due to handling carried out during the transportation and those activities are out of flex¿s reach. Considering that failure mode is related to broken parts, the mold was verified to rule out that the issue could be generated by a damaged on the mold, the assessment confirms that mold was free of damages. Based on that assessment, it can be confirmed that the issue could be generated by several variables like hit, incorrect handling, incorrect storage or non-suitable packaging during partial sells. As part of this investigation, a review of customer complaint records was performed; according to the cc¿s records, no additional complaints were received through the last twelve months for the same part number and issue. Due to no sample being received, an investigation could be performed on basis of photo representation, and a root cause could be determined as potential root cause as below: product damaged during the transshipped process made by bd¿s second provider. Non-controlled method to ship partial boxes to end user. Product damaged during the shipment or distribution. Incorrect repackaging at the time to perform partial sales. Conclusion based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since there was not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect broken or damaged lids.

Event description:
It was reported that the lid broke on the bd sharps collectors. The following was translated from taiwanese to english: lid break.

Manufacturer narrative:
OEM manufacturer:the manufacturing location for this product is [flextronics]. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lid broke on the bd sharps collectors. The following was translated from taiwanese to english: lid break.